Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been taken to the emergency room 3 times in the last week due to low blood glucose levels. Customer went to the emergency room on (B)(6) 2014 at approximately 11:30 pm. His blood glucose level at the time was 217 mg/dl. Customer was not feeling well and began to pass out. The ER did not find anything wrong with the customer other than a possible tooth infection. Customer's blood glucose levels were not low at the time, but the ER staff states that it was possible that the blood glucose levels dropped and then elevated after re-gaining consciousness. Customer was given antibiotics and two pain pills. Customer was then sent home. Customer was taken to the ER on (B)(6) 2014 with a blood glucose level of 150 mg/dl and also on (B)(6) 2014 for a toothache. No issues could be found by the ER staff. Customer was given pain medications and then sent home. Customer was given an EKG during the (B)(6) 2014 ER visit. No additional information provided.